Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for use for farapulse ablation procedure for an atrial fibrillation case. It has been mentioned that sheath was prepped as normal and used for mapping. When inserting the farawave catheter, it was noticed that the stopcock was leaking and seemed to have a crack in stopcock. No patient complications occurred. The procedure was completed using new sheath.